Event description:
Event verbatim [preferred term] a burn mark between the size of a quarter and a 50 cent piece on my back, second or third degree burn [burns second degree], a burn mark between the size of a quarter and a 50 cent piece on my back, second or third degree burn [burns third degree], when I took it off, there was like sand all over the area, probably in a 12 inch circle area [device leakage], heatwrap got incredibly hot, when took it off there was like sand all over the area [device issue] , have a scar there now, a dark colored scar [scar]. Case narrative: this is a spontaneous report from a contactable nurse. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) (device lot number: s41968, expiration date: apr2023) from an unspecified date for muscle pain. Medical history included blood pressure high. Concomitant medications included an unspecified blood pressure medication. On an unspecified date, the patient reported "I got a call today from a store, a local store where I purchased thermacare, telling me to call this number because I had an adverse reaction to the thermacare pad I wore. I've been using these for several years, I've never had a problem and I think it was the muscle pain therapy one. I had it on my back and it got incredibly hot, so I took it off and when I took it off, there was like sand all over the area, probably in a 12 inch circle area. I had a burn mark about the size between a quarter and a 50 cent piece on the right side of my back, just below the ribs, sort of in the kidney area. Initially, it was just bright red and the are around it was read. And then it eventually scabbed over. It burned into my skin, it was not just a surface burn. I would say it's a 2nd or 3rd degree burn. It took almost two weeks for that to heal. I have a scar there now, a dark colored scar." Action taken with the suspect product was unknown. Therapeutic measures taken included cold packs, neosporin and clean dressings. No surgical intervention was required. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of " it burned into my skin, it was not just a surface burn. I would say it's a 2nd or 3rd degree burn", "device leakage" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of " it burned into my skin, it was not just a surface burn. I would say it's a 2nd or 3rd degree burn", "device leakage" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). Consumer reports that when removing the wrap from her body "there was like sand all over the area ". Without the sample for evaluation the complaint cannot be confirmed. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no.

Event description:
Event verbatim [preferred term] a burn mark between the size of a quarter and a 50 cent piece on my back, second or third degree burn [burns second degree], a burn mark between the size of a quarter and a 50 cent piece on my back, second or third degree burn [burns third degree], when I took it off, there was like sand all over the area, probably in a 12 inch circle area [device leakage], heatwrap got incredibly hot, when took it off there was like sand all over the area [device issue], have a scar there now, a dark colored scar [scar]. Case narrative: this is a spontaneous report from a contactable nurse. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) (device lot number: s41968, expiration date: mar2020) from an unspecified date for muscle pain. Medical history included blood pressure high. Concomitant medication included an unspecified blood pressure medication. On an unspecified date, the patient reported "I got a call today from a store, a local store where I purchased thermacare, telling me to call this number because I had an adverse reaction to the thermacare pad I wore. I've been using these for several years, I've never had a problem and I think it was the muscle pain therapy one. I had it on my back and it got incredibly hot, so I took it off and when I took it off, there was like sand all over the area, probably in a 12 inch circle area. I had a burn mark about the size between a quarter and a 50 cent piece on the right side of my back, just below the ribs, sort of in the kidney area. Initially, it was just bright red and the are around it was read. And then it eventually scabbed over. It burned into my skin, it was not just a surface burn. I would say it's a 2nd or 3rd degree burn. It took almost two weeks for that to heal. I have a scar there now, a dark colored scar." Action taken with the suspect product was unknown. Therapeutic measures taken as a result of events "a burn mark between the size of a quarter and a 50 cent piece on my back, second or third degree burn" included cold packs, neosporin and clean dressings. No surgical intervention was required. Clinical outcome of the events was unknown. As of (B)(6) 2018, according to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). Consumer reports that when removing the wrap from her body "there was like sand all over the area ". Without the sample for evaluation, the complaint cannot be confirmed. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no. Follow-up (30nov2018): new information received from the product quality complaint group includes device data (updated expiration date) and investigational results. Company clinical evaluation comment: based on the information provided, the events of "it burned into my skin, it was not just a surface burn. I would say it's a 2nd or 3rd degree burn", "device leakage" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of "it burned into my skin, it was not just a surface burn. I would say it's a 2nd or 3rd degree burn", "device leakage" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). Consumer reports that when removing the wrap from her body "there was like sand all over the area ". Without the sample for evaluation the complaint cannot be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports he wore a wrap, removed it from his back and "had a burn mark". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no.

Event description:
Event verbatim [preferred term] a burn mark between the size of a quarter and a 50 cent piece on my back, second or third degree burn [burns second degree] , a burn mark between the size of a quarter and a 50 cent piece on my back, second or third degree burn [burns third degree] , when I took it off, there was like sand all over the area, probably in a 12 inch circle area [device leakage] , heatwrap got incredibly hot, when took it off there was like sand all over the area [device issue] , have a scar there now, a dark colored scar [scar]. Case narrative: this is a spontaneous report from a contactable nurse. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) (device lot number: s41968, expiration date: mar2020) from an unspecified date for muscle pain. Medical history included blood pressure high. Concomitant medication included an unspecified blood pressure medication. On an unspecified date, the patient reported "I got a call today from a store, a local store where I purchased thermacare, telling me to call this number because I had an adverse reaction to the thermacare pad I wore. I've been using these for several years, I've never had a problem and I think it was the muscle pain therapy one. I had it on my back and it got incredibly hot, so I took it off and when I took it off, there was like sand all over the area, probably in a 12 inch circle area. I had a burn mark about the size between a quarter and a 50 cent piece on the right side of my back, just below the ribs, sort of in the kidney area. Initially, it was just bright red and the are around it was read. And then it eventually scabbed over. It burned into my skin, it was not just a surface burn. I would say it's a 2nd or 3rd degree burn. It took almost two weeks for that to heal. I have a scar there now, a dark colored scar." Action taken with the suspect product was unknown. Therapeutic measures taken as a result of events "a burn mark between the size of a quarter and a 50 cent piece on my back, second or third degree burn" included cold packs, neosporin and clean dressings. No surgical intervention was required. Clinical outcome of the events was unknown. As of (B)(6) 2018, according to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). Consumer reports that when removing the wrap from her body "there was like sand all over the area ". Without the sample for evaluation the complaint cannot be confirmed. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no. On (B)(6) 2018, the product quality complaint group reported: the root cause category is non-assignable (complaint not confirmed). Consumer reports that when removing the wrap from her body "there was like sand all over the area ". Without the sample for evaluation the complaint cannot be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports he wore a wrap, removed it from his back and "had a burn mark". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no. Follow-up (30nov2018): new information received from the product quality complaint group includes device data (updated expiration date) and investigational results. Follow-up (05dec2018): new information received from product quality complaints group included: additional investigation results. Company clinical evaluation comment based on the information provided, the events of "it burned into my skin, it was not just a surface burn. I would say it's a 2nd or 3rd degree burn", "device leakage" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "it burned into my skin, it was not just a surface burn. I would say it's a 2nd or 3rd degree burn", "device leakage" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Consumer reports that when removing the wrap from her body "there was like sand all over the area ". Without the sample for evaluation the complaint cannot be confirmed. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no. The root cause category is non-assignable (complaint not confirmed). Consumer reports that when removing the wrap from her body "there was like sand all over the area ". Without the sample for evaluation the complaint cannot be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports he wore a wrap, removed it from his back and "had a burn mark". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no. Severity rank: s3. This represents a potential device malfunction. The severity ranking is s3-skin burn- per (B)(4) bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28sep2018, version (B)(4). A return sample was received; a device malfunction cannot be confirmed. The root cause is non-assignable (complaint not confirmed). There is no further.

Event description:
A burn mark between the size of a quarter and a 50 cent piece on my back, second or third degree burn [burns second degree], a burn mark between the size of a quarter and a 50 cent piece on my back, second or third degree burn [burns third degree], when I took it off, there was like sand all over the area, probably in a 12 inch circle area [device leakage], heatwrap got incredibly hot, when took it off there was like sand all over the area [device issue] , have a scar there now, a dark colored scar [scar]. Case narrative:this is a spontaneous report from a contactable nurse. A (B)(6) year old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) (device lot number: s41968, expiration date: mar2020) from an unspecified date for muscle pain. Medical history included blood pressure high. Concomitant medication included an unspecified blood pressure medication. On an unspecified date, the patient reported "I got a call today from a store, a local store where I purchased thermacare, telling me to call this number because I had an adverse reaction to the thermacare pad I wore. I've been using these for several years, I've never had a problem and I think it was the muscle pain therapy one. I had it on my back and it got incredibly hot, so I took it off and when I took it off, there was like sand all over the area, probably in a 12 inch circle area. I had a burn mark about the size between a quarter and a 50 cent piece on the right side of my back, just below the ribs, sort of in the kidney area. Initially, it was just bright red and the are around it was read. And then it eventually scabbed over. It burned into my skin, it was not just a surface burn. I would say it's a 2nd or 3rd degree burn. It took almost two weeks for that to heal. I have a scar there now, a dark colored scar." Action taken with the suspect product was unknown. Therapeutic measures taken as a result of events "a burn mark between the size of a quarter and a 50 cent piece on my back, second or third degree burn" included cold packs, neosporin and clean dressings. No surgical intervention was required. Clinical outcome of the events was unknown. As of 30nov2018, according to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). Consumer reports that when removing the wrap from her body "there was like sand all over the area". Without the sample for evaluation the complaint cannot be confirmed. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no. As of 05dec2018, according to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). Consumer reports that when removing the wrap from her body "there was like sand all over the area ". Without the sample for evaluation the complaint cannot be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports he wore a wrap, removed it from his back and "had a burn mark". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no. As of 24apr2019, according to the product quality complaint group: severity rank: s3. This represents a potential device malfunction. The severity ranking is s3-skin burn- per (B)(4) bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28sep2018, version (B)(4). A return sample was received; a device malfunction cannot be confirmed. The root cause is non-assignable (complaint not confirmed). There is no further investigation or actions needed. Follow-up (30nov2018): new information received from the product quality complaint group includes device data (updated expiration date) and investigational results. Follow-up (05dec2018): new information received from product quality complaints group included: additional investigation results. Follow-up (24apr2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "it burned into my skin, it was not just a surface burn. I would say it's a 2nd or 3rd degree burn", "device leakage" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. A device malfunction cannot be confirmed from the returned sample. No further investigations or actions is suggested at this time. Comment: based on the information provided, the events of "it burned into my skin, it was not just a surface burn. I would say it's a 2nd or 3rd degree burn", "device leakage" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. A device malfunction cannot be confirmed from the returned sample. No further investigations or actions is suggested at this time.